Event description:
Caller reported an issue with the continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. The problem was resolved after the caller reset the pump, and they were able to successfully start the sensor session without further error codes appearing.